Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The complaint investigation for a falsely elevated architect stat troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 53898un21, through abbottlink data. Trending review determined no related trend for the issue for the product. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu are within the established limits. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics complaint investigation, no systemic issue or deficiency of architect stat troponin-I, lot number 53898un21, was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (customers reference is (B)(6) initial result was (B)(6), repeat was (B)(6). There was no impact to patient management reported.